Manufacturer narrative:
The reported events of high pacing threshold and p-wave amp variation were not confirmed. As received, a complete lead was returned in one piece. The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during implant that the atrial lead exhibited poor sensing and high capture thresholds. The physician elected to complete the procedure with a different lead. The patient condition was stable before, during, and afterwards.